Event description:
Report rec'd indicated that there was an in-stent restenosis of the palmaz stent and a kink in guiding catheter (8f 088 rdc 55cm). The target lesion was the left renal artery. During the index procedure the vessel demonstrated severe calcifications and moderate tortuosity. Palmaz stent (catalog and lot no. Unk.) Was placed in the lesion. There is no other detail info regarding the index procedure date, rate of stenosis, pt, vessel, lesion, or procedural info. Pt returned for left renal artery in-stent restenosis treatment of the target lesion previously treated in the index procedure. The products were prepped and used following the instructions for use. Guiding catheter (gc) was advanced over the guidewire towards the lesion, however there was severe lesion calcification and difficulties cannulating the vessel. The dc was withdrawn where at this time a kink was noticed on the tip of the gc. This gc was exchanged for another gc. The lesion and the stent in situ were dilated. A cutting balloon catheter was used for lesion treatment. Procedure was completed successfully. There was no adverse consequence to the pt. This product will be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.